Event description:
The patient reported intermittent sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery was done on 10/11/1998. No further information was provided on this patient who lives outside the us.